Manufacturer narrative:
The customer's reported event of noise image was confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, image noise occurred due to the stickiness of the video connector. The cause of the faulty video connector could not be identified. Damage to the camera cable can be prevented by following the instructions for use which states: damage to the connector can be prevented by following the instructions for use which states: ¿do not hit or bend the electrical contacts on the video connector.¿ ¿the connection to the video system center may be impaired and faulty contact can result¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there was no image on the hd camera head. The intended procedure was a diagnostic urology procedure. The procedure was completed using another camera. The customer did not submit this event to the therapeutic goods administration. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image could not be confirmed. However, noise on the image was observed when the cable was moved. The device evaluation also found a rattling noise a leak connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.